Event description:
It was reported there were high impedances of greater than 10000 ohms on electrodes 7 and 11 in all combinations. This was noticed at the post-operative follow-up appointment. Impedance testing was performed. It was unknown what caused the issue and if the issue resolved. Effective programming was achieved without the use of these electrodes and the patient was alive, without injury, and receiving effective therapy. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Concomitant products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).